Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 10/27/2015 - revised device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. Unrelated to the complaint, the pump casing was cracked between the display lens and pump seal.